Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as CAPA 1143616 was opened to address this issue. The device is used for treatment purposes.

Event description:
It was reported that the led screen had dim segments. There was no patient impact.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Requested but not provided.

Event description:
It was reported that the led screen had dim segments. There was no patient impact.